Event description:
Any name (dr or pt) in the database of datalink, with the letters "eom", in that order, will shut down the datalink data mgmt. The reason for having this piece of equipment is for data transfer (interface) to co. When this device is down - stat testing is delayed because of manual entry. Both test request and result entry are affected. The potential for errors is great. MFR did not notify rptr of this possibility. Rptr had to call and generate a svc call before MFR told rptr of the possibility of this happening with version 5.1 software. 5/3/00 staff at MFR hotline stated that a new version software upgrade is due to come out for fix. A 2nd event occurred on 5/8/00.